Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.

Event description:
It was reported that the footpedal didn't work during the start of the case, switched the crossfire off and on again and then the serfas wand became very hot.

Manufacturer narrative:
The device was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: overheating. Probable root cause: circuit failure, damage cables, fluid ingress. Use error: probe handle is submerged in liquid or suction tube is cut. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the footpedal didn't work during the start of the case, switched the crossfire off and on again and then the serfas wand became very hot.